Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally and electively explanted. Amending MDR decision to MDR=no report.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) had 1 year battery remaining during the last device evaluation. The charge time was noted to be 15.2 seconds. Boston scientific technical services (ts) discussed the secondary mechanism of charge time for declaring explant for patient safety. Additional information received indicating from the field that the boston scientific technical services classified the case as a normal battery depletion. This ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) had 1 year battery remaining during the last device evaluation. The charge time was noted to be 15.2 seconds. Boston scientific technical services (ts) discussed the secondary mechanism of charge time for declaring explant for patient safety. This ICD was explanted and replaced. No additional adverse patient effects were reported.